Event description:
It was reported that the customer had been having constant high blood glucose levels. No exact blood glucose levels were provided. The health care provider of the customer would like to allow the customer to program a bolus of ten units of insulin whenever the customer exceeds a high blood glucose level of 401 mg/dl with the help of the bolus wizard. The customer was advised that the there was no way to set-up the programming recommended by the health care provider. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).